Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons won't start the system) has been confirmed. As received, the monitor was found to have damaged response buttons. The response buttons were missing both their covers and domes. The rear response button was missing the led. The response buttons were not functional and would not start the system. The root cause of the damaged response buttons cannot be positively identified, but may have resulted from pt tampering. No adverse event resulted from the defective response button. The pt received a replacement monitor.

Event description:
A (B)(6) female pt contacted zoll lifecor customer support service to report the monitor would not respond when accessing both response buttons. The pt was provided with a replacement monitor.